Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed the device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. This compliant cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was revised 16 years post implantation due to pain and discomfort. The poly was replaced. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products - 00541201401 - gender solutions male femoral component - 60844440. 00542000800 - all poly patella - 61204785. 621200210 - porous coated stemmed tibial baseplate - 61094122. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.